Event description:
The device reportedly would not power up properly when the power switch was pressed during patient use. The display screen was blank and the service indicator was illuminated. The battery and the device reportedly still would not power up properly. There was no adverse effect to the patient as a result of the reported event.